Event description:
It was reported that during a procedure to treat the moderately tortuous, moderately calcified, concentric, 90% stenosed lesion in a shunt of the arm, the fox sv balloon dilatation catheter (bdc) was advanced and crossed the target lesion. It was noted that during the first inflation at 4 atmosphere (atm) the balloon ruptured. A fox cross bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.